Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: d.1, d.2a, d.2b, d.4, e.1, h.6, h.11.

Event description:
Healthcare professional reported "prosthesis rupture". This record is for the left side. Device was explanted.